Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip broke off at 12,523 joules. Per the customer, the fiber tip was retrieved. No pt injury was reported. Per the customer, the irrigation was not turned back on for approx 8,000 joules. The physician's tendency was to bury the fiber tip still.